Event description:
It was reported that pump experienced malfunction alarm with displayed code that did not follow any notable preceding event. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully completed reset with support assistance, and did not experience recurring malfunction, and customer was advised to continue using pump and to call back if issue returned.